Event description:
A malfunction was reported by the customer regarding the pump, identified with a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappears.